Manufacturer narrative:
This is default text configured for block h10..

Event description:
The product was defective [device defective] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns adverse events of device defective and no adverse event in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of experience was not reported. On 11-may-2026, amneal pharmaceuticals received information from the pharmacy manager via a voicemail concerning the above-mentioned events experienced by the patient while on amneal's medroxyprogesterone acetate. The patient was being treated with medroxyprogesterone acetate prefilled single-dose syringe (ndc: (B)(4) (batch no, exp date and serial number not reported) (frequency, dose, strength, route and therapy dates were not reported) for an unknown indication. Co-suspect drug, concurrent condition, concomitant medication, medical history, allergy, history of procedures /surgeries, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date, the product was returned by the patient as it was defective. No further information was reported. Last action taken with medroxyprogesterone acetate to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter did not provide causality of events device defective and no adverse event with medroxyprogesterone acetate. This case was considered serious. The reportability of this case was expedited.